Manufacturer narrative:
(B)(4). Batch # p94c91. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11 and during functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, about 2 mm black broken piece of the device fell off outside the patient during use. No pieces fell into the patient. There were no adverse consequences to the patient.